Event description:
It was reported that the user was unable to lock the ilet adapter into place and could not orient the flap upward toward the ilet screen, despite insulin delivery continuing without interruption and no leaks observed. Symptoms included no adverse clinical effects and no change in blood glucose. Outcomes included no medical intervention, no hospitalization, and no device alarm. Investigation included remote troubleshooting, verification of correct supply-change steps including a rewind, and trial of additional adapters. Investigation of this case revealed that two adapters from the same lot did not seat properly while a subsequent adapter locked in successfully, indicating a component fitment or dimensional variability issue localized to certain adapters from the reported lot number. It was concluded, based on previously established findings for similar reports, that the cause was a device component manufacturing or dimensional nonconformance affecting the adapter, resolved by using a properly fitting adapter.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.